Event description:
It was reported difficulty filling the pump. It was not possible to fill the pump completely only 20ml instead of 40ml. Per the reporter the ¿drain¿ was ok. The manufacturer representative planned to be present on the next fill. The pump was used to deliver baclofen. Additional information later reported the center will try to fill the pump with another hcp on (B)(6). There was no troubleshooting done. The patient was ok but comes more often to the center due to the impossibility to fill the 40ml. It was indicated that explant is perhaps occurred.